Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the patient said that it takes a long time to charge the ins which started about 2 weeks ago. They said it takes 3-4 hours to charge ins. During the call pt did long press on the wireless recharger (wr). Pt says they think the implant "is turning sideways and jabbing me in the back". Reviewed that this could be related to long charging times, and to follow up with hcp/rep. The patient says that they are very unhappy with the implant, and the pain hasn't been helped at all and have told the hcp but the dr told them to wait 3-4 months, but the pt said the "pain hasn't eased up or nothing, I am in constant pain at a 10" since the implant. The patient said that they have to charge every 3 or 4 days which started about 2 weeks ago. They said prior to this it was lasting 6-7 days. Pt reports no falls or trauma. Pt hasn't turned stimulation up since calling last. Reviewed that pt should follow up with hcp/rep for this issue.